Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The lead serial number has been requested and not received. Product ID: resr01, implanted: (B)(6) 2012. (B)(4). The lead was not returned and will not be evaluated.

Event description:
It was reported that the patient had syncopal episodes and was admitted to the hospital. It was noted that there was high thresholds and loss of capture of the lead. The device was reprogrammed and capture was intermittent. The lead was replaced. No further patient complications have been reported as a result of this event.